Event description:
Patient reported experiencing elevated blood glucose level for 4 weeks. Patient stated after changing the battery, the infusion device began to make abnormal noises (rattling sound) and her blood glucose level went up. Patient reported her blood glucose level was 230 mg/dl and higher; she took correction via the infusion device. Patient's normal blood glucose level was not provided. Patient was able to get her blood glucose level under control by herself. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.